Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient came in to the ER on (B)(6) 2019 with a large gash on his head, it is unknown how the injury happened. Physician did a device interrogation on the patient, and ended up finding on some of the events that there was rv lead noise and rv loc.